Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during post dilation of the proximal rca, the voyager balloon ruptured at 22 atm. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4).